Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 8021545-2026-00999- device 2 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced two inflammed infusion sites which are abscess on upper right abdomen and redness and swelling on left lower abdomen and treated with antibiotics event on (B)(6) 2026. No further information available.